Event description:
A filter was placed prophylactically for a hypercoagulable state prior to gastric bypass surgery in a patient. Laparoscopic roux-en-y gastric bypass procedure was performed 14 days after filter implant. Twenty days after surgery, the patient rose from their bed and felt a "whoosh" in their abdomen, and experienced shortness of breath and pain. They returned to the hospital and the CT scans and white blood count were normal. The next day, they showed signs of coagulation and was placed on heparin. The following day they returned to the hospital with an arrhythmia and expired. Autopsy results showed that the filter and clot were located in the right atrium.